Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00848. It was reported the patient underwent surgical intervention on (B)(6) 2017 where two trial leads were implanted. Later the same day the patient experienced right leg weakness and was unable to move his leg. The leads were removed and the trial was abandoned the patient was sent to the ER for further assessment. The patient status currently is unknown, however the pain physician believes this issue ws due to a vascular issue.